Event description:
The hcp reported that at that time of the tuna procedure one of the sheaths would not retract into the cartridge. The tuna cartridge was removed from the pt and the procedure completed using a second cartridge. No complications and no adverse affects to the pt were reported. Approx one month later it was elected to perform a transurethral resection of the prostate (turp) because the pt's symptoms were not totally relieved. During the turp procedure a piece of the tuna needle sheath material was noted in the prostate and removed. The turp was completed with no complications.